Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer is hospitalized due to elevated blood glucose levels while wearing the pump; exact reading was not provided. Caller alleges pump is not delivering insulin properly. Requested return of the alleged device for evaluation.